Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided medical records and x-rays confirms the reported event of tibial tray loosening and stem migration. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has had progressive migration of the long stem of their tibial component due to loosening of the tibial tray. Also noted on the pre-operative x-ray the patient had osteolysis. At this time the patient's patella is being added to the complaint and reported.